Manufacturer narrative:
No RMA has been initiated for this issue. Model irc5p, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1143482, rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height, and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the unit started having an electrical smell early in the morning and within 2 hours of use it went into thermal shutdown. There was no smoke or spark per consumer. No injury or medical intervention.

Event description:
Customer alleged smell of the unit overheating and was hot to the touch. No injury alleged.